Manufacturer narrative:
Sc-1132 (sn (B)(4)). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to high impedance. It was also noted that ipg would feel hot when charging. Database analysis revealed that the impedance measurements revealed high values on port ab (10 contacts) and port cd(1 contact). The physician believed that no device malfunction was suspected. The patient underwent an ipg explant procedure.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to high impedance. It was also noted that ipg would feel hot when charging. Database analysis revealed that the impedance measurements revealed high values on port ab (10 contacts) and port cd(1 contact). The physician believed that no device malfunction was suspected. The patient underwent an ipg explant procedure.